Event description:
As reported from our affiliates in (B)(6), per article, ''the trans-septal approach in transcatheter mitral valve in valve implantation for degenerative bioprosthesis'', 22 patients who underwent mitral valve in valve procedure due to bioprosthesis degeneration from march 2017 to october 2018. All patients were implanted with a sapien 3 valve by trans-septal approach. The following events were identified: post 3 months procedure, mitral valve replacement was performed for left ventricle pseudoaneurysm in one patient.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06550, 2015691-2021-06553, and 2015691-2021-06552. The date of the events is unknown. According to the article all implants were completed between march 2017 to october 2018. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter valve replacement (tvr) procedure. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the limited information provided in the article, the cause of the lv pseudoaneurysm cannot be confirmed, however, maybe related to patient/procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article :al otaiby, mohammed; al garni, turki a.; alkhushail, abdullah; almoghairi, abdulrahman; samargandy, sondos; albabtain, monirah; arafat, amr a.; and alamri, hussein, ''the trans-septal approach in transcatheter mitral valve in valve implantation for degenerative bioprosthesis'', journal of the saudi heart association (2020).